Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cystonephrofiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that foreign material on channel mount unit was found. There was no patient involvement.